Manufacturer narrative:
Additional information: sections a.1, a.2, a.3, b.3, d.1, d.4, d.6a, d.6b, h4, h.10. Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient's device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the implant site following initial surgery. Efforts were made to heal the infection; however, they were unsuccessful. The recipient's device was explanted. The recipient was not reimplanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.